Event description:
It was reported that during a procedure the carto 3 system displayed an error 106 (magnet sensor error). The case was completed by replacing the catheter. This complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012, bwi failure analysis lab noted a cut on electrode ring #6 and there was lumen damage leaving braid and lead wire exposed; and electrode ring #7was squashed. This condition was not reported by the customer. The electrode ring damages is indicative of a reportable event, thus marking september 11, 2012 as the alert date for this report. Further attempts have been made to request for more detailed information in regards to the received catheter condition. Additional information received stated that the physician did not encounter any difficulty while using this catheter that might have caused this catheter condition; guiding sheath type and size used in conjunction with this catheter was a non-bwi sheath (sl1; 8 fr); this catheter condition was not noted prior or after the catheter use; no patient consequences was confirmed.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during a procedure the carto 3 system displayed an error 106 (magnet sensor error). The case was completed by replacing the catheter. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted a cut on electrode ring #6 and there was lumen damage leaving braid and lead wire exposed; and electrode ring #7 was squashed. This condition was not reported by the customer. It was unknown how the rings got damaged. Further investigation regarding the ring damage found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to investigate this issue. As this catheter was returned for display on the carto 3 system showing error 106, the catheter was tested on eeprom and calibration tests. The catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was a failure of the pcb. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding error 106 was verified.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).